Manufacturer narrative:
The investigation determined the event was due to a maintenance issue (buildup of crystals on the electrode junctions). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and cleaned the salt buildup around the electrodes. He also removed and flushed the nozzles and cleaned the vessel and buildup. He also ran air purge, primes, ion-selective electrode checks (60 times), calibrations, and qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that the na results in the ion-selective electrode line 2 of the module suddenly became too high prompting them to rerun the patient samples in the other line. Sample 1: the initial result from line 2 was 164.7 mmol/l. The first repeat result from line 2 was 139.5 mmol/l. The second repeat result from the other line was 80 mmol/l. Sample 2: the initial result from line 2 was 164.7 mmol/l. The repeat result from the other line was 114.8 mmol/l. Sample 3: the initial result from line 2 was 170 mmol/l. The repeat result from the other line was 143.1 mmol/l.